Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. As received, the charger/modem was resetting. Upon evaluation, the charger exhibited a failure at pld component u1003 and pxa component u104 on ca board sn (B)(4) and there was liquid contamination on the battery board. Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. Root cause of the contamination was liquid ingress of an unknown contaminant. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) indicating that the battery charger/modem was resetting.